Event description:
It was reported by the surgeon that the patient underwent a revision surgery. During this surgery he observed that the delivered v40 head didn't fit to the shaft. Therefore, he implanted the removed head to be able to complete the surgery. A few days later after having received the correct v40 head the final revision surgery took place. The surgeon could complete the surgery.

Event description:
It was reported by the surgeon that the patient underwent a revision surgery. During this surgery he observed that the delivered v40 head didn't fit to the shaft. Therefore, he implanted the removed head to be able to complete the surgery. A few days later after having received the correct v40 head the final revision surgery took place. The surgeon could complete the surgery.

Manufacturer narrative:
The event could not be confirmed. The exact cause of the event could not be determined because the device was not returned and insufficient information was received. If device and /or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.